Event description:
Pt suffered from major ischemic stroke with occlusion in mca proximal m1 segment. The retriever l6 was used for 2 passes and blood flow was partially restored. The physician indicated there was probably underlying plaque in the area of the occlusion. Next, the physician made an additional retrieval attempt using a retriever v 3.0 firm. The device distal end (helix loops and/or filaments) appeared to get stuck on the underlying plaque and could not be withdrawn after several attempts. The physician indicated the device would not release despite significant stretching and force. Ultimately the distal end of the device detached and remained in the vessel. No info was received describing the nature of the retriever manipulations (for example, torquing) that led to the fracture. He felt the device broke off about 9 to 10cm proximal from the helix loops (inside the microcatheter 18l). The bgc had moved distally in the petrous portion of the ica due to straightening and force. He made one attempt (using retriever l6) to retrieve the v retriever distal end, but was not successful. During this retrieval attempt, a small vessel perforation occured but then healed. It was not certain which device may have caused the perforation. The pt's condition (highly resistant occlusion, possibly to underlying plaque) appears to have contributed the device fracture. The physician indicated the pt's overall condition did not worsen due to the events. No portion of the v 3.0 firm device was saved for analysis. The retriever instructions for use (IFU) includes a warning that provided recommendations to reduce the risk of device fracture. Also, vessel perforation and ischemia are listed as possible complications in the IFU.

Manufacturer narrative:
The device history record was reviewed and no anomalies were found.